Manufacturer narrative:
The investigation into the reported delivery issue -use, hematoma and vascular damage has been completed since the original report was filed. The pump was not returned for investigation. According to the clinical report, the patient was diagnosed with a calcified vessel condition. The cause of the delivery issue was patient condition related to calcified vessel condition since insertion was successful after placing long sheath and balloon angioplasty, based on given clinical details.

Event description:
The user facility reported a 77-year-old male noted for high risk percutaneous coronary intervention was scheduled for impella cp implant for mechanical circulatory support. During attempted delivery, the impella cp would not pass the iliac. The impella cp was therefore removed from the sheath and clot was noted in the cannula in the distal end. A second pump was prepped and the short sheath was exchanged for the long impella sheath. The iliac was ballooned and the sheath was successfully placed. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.